Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient felt a shocking sensation. The device was turned off and the patient reported the sensations stopped. However, it was noted that the ER staff felt the patient may have lied about the symptoms. The patient did not want the device turned back on and it was removed. There have been no reports of further complications regarding this event.